Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted for part: 04.168.285s, lot: l566059: manufacturing site: grenchen, release to warehouse date: 18.sep.2017, expiry date: 01.sep.2027: the device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H11 corrected data: e1: reporter¿s name, e2, e3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent the initial surgery on (B)(6) 2018 and was implanted with femoral neck system (fns) to treat the femoral neck fractures with garden stage 3. The surgeon decided to use fns system for the patient without preparing an artificial femoral head. Postoperatively, on (B)(6) 2018 the cutout occurred. On an unknown date, re-operation was performed. During the re-operation, the fns implants were removed and an artificial femoral head was implanted successfully. The surgeon commented that there were no problems with fns devices. This report is for one (1) bolt for femoral neck system 85mm length-sterile. This is report 1 of 1 for complaint (B)(4).